Event description:
The torque wrench was damaged at the tip of screw driver during final torque for blocker.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.